Event description:
A us distributor reported that a charger would not recognize a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The charger was unable to recognize a battery due to corrosion on battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor reported that a battery would not power on a monitor.